Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported sheath splitting issue was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated nonconforming material reports that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents of sheath splitting reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to the initial medwatch report the following additional information was received: manual arterial compression was used to achieve hemostasis.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a starclose se device after an unspecified procedure. Reportedly, the starclose se device failed to deploy. It appeared that the feet went through the sheath wall preventing deployment and sheath splitting. The method of achieving hemostasis is not specified. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. As the name of the physician was not provided by the hospital, it is unknown if the physician has been trained in the use of the starclose se device. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, additional information indicated that arteriotomy closure of a common femoral artery was attempted using a starclose se device with a 6f sheath after an interventional stenting procedure. The physician is reportedly not trained in the use of the starclose se device, but was under the supervision of a trained physician. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.